Event description:
It was reported that during a laparoscopic roux-en-y procedure, the staples were not firing properly. One side of the staple line fires and the other does not. The case was completed with the second device. No impact to the patient. On what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Several. Is there any other additional information you would like to share about this device or procedure? Per the surgeon, the devices worked fine the issue may be with the cartridge.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device (a) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The analysis results found that one ec60 device (b) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.